Event description:
It was reported that the pump's usb port was missing a ¿small piece¿ resulting in difficulties charging the pump. It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. There was no reported adverse impact to the customer¿s blood glucose level.